Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-30. H6: investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No, cat. No.320559. Visual examination was carried out on the returned samples and photos and a bent non patient of cannula was observed on one sample and a broken non patient end cannula of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx cannula was broken and was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about a broken needle npe and a bent needle npe from a female patient receiving insulin who switched from nano to pro. Complaining that drug didn't come out, the patient brought pen needles to the pharmacy. The pharmacist confirmed that one needle npe was broken and one needle npe was bent.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx cannula was broken and was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about a broken needle npe and a bent needle npe from a female patient receiving insulin who switched from nano to pro. Complaining that drug didn't come out, the patient brought pen needles to the pharmacy. The pharmacist confirmed that one needle npe was broken and one needle npe was bent.